Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the (primary) event date of 04-oct-2024, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 04-oct-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000, dailytotalofallinsulindelivered: 791000 (79.1 u), dailytotalofbasalinsulindelivered: 72750 (7.275 u) and dailytotalofbolusinsulindelivered: 718250 (71.825 u). No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 02:20:33.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 04-oct-2024 in the formatted history file. Sensorexpiredalert (794) was found on: (B)(6) 2024 12:05:48.000. Lostsensor1alert (780) was found on: (B)(6) 2024 03:46:00.000 and (B)(6) 2024 12:47:00.000. Lostsensor2alert (781) was found on: (B)(6) 2024 13:03:00.000. Sensorerroralert (801) was found on: (B)(6) 2024 12:04:23.000, (B)(6) 2024 12:34:25.000, (B)(6) 2024 13:09:25.000, (B)(6) 2024 13:44:24.000, (B)(6) 2024 14:19:25.000, (B)(6) 2024 14:29:00.000, (B)(6) 2024 14:54:26.000, (B)(6) 2024 15:04:00.000, (B)(6) 2024 18:00:36.000, (B)(6) 2024 18:30:37.000, (B)(6) 2024 19:00:38.000, (B)(6) 2024 19:35:38.000 and (B)(6) 2024 20:10:37.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: (B)(6) 2024 11:41:22.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported blood glucose value of 33 mmol/l. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis treated with hospitalization: overnight stay, hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1885. Customer reported recurring insulin flow blocked alarms after troubleshooting. Customer has tried all remedies or does not want to troubleshoot for recurring alarms. Customer reported high bgs. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.